Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the balloon fell off the wire. No additional event or patient information is available.